Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure performed on (B)(6) 2009 (age approximately 40+ years old). According to the complainant, after advancing the stent across the stricture near the splenic flexure of the colon, significant resistance was felt when attempting to deploy the stent. When the technician pulled on the white handle of the delivery mechanism, the handle completely detached from the blue catheter. The partially deployed stent was able to be reconstrained, and the entire device was removed through the scope. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed off and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).